Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the video controller pcb. Advised customer that the monitors have a logo burn in on the center of the monitor screens and suggested replacement of the monitors. The customer did not want to replace at this time. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system is poor. There was no report of patient injury.